Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were jammed staples. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 8/8/2007. Evaluation summary: no conclusion could be reached as to what may have caused the reported incident. The analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. However, no jamming issues were noted. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.